Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that system was unable to boot, displaying a message that the x ray system was starting up. Review of the logfile shows a gap between the system startup and software reinstallation confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the progress bar remained stuck indefinitely without any error messages, while all hardware appeared to be functioning correctly. On further troubleshooting, the fse found that the suite pc software was corrupted. To resolve the issue, the fse performed a software update and other adjustments. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.